Event description:
A customer contacted beckman coulter inc. (Bci) regarding false low sodium (na) results generated by the unicel dxc 800 pro synchron clinical system. No false low results were reported outside of the laboratory. When the low anion gaps were noticed, the samples were run on a different instrument in the laboratory and those results were reported out. There was no affect to patient with regard to this event.

Manufacturer narrative:
Qc is run once a day and was within the lab's established ranges on the day of the event. A field service engineer (fse) went on-site, cleaned the buildup from the flowcell and replaced the co2 membrane and verified performance.